Manufacturer narrative:
Concomitant medical products: product ID: 97755, serial #: (B)(4), product type: recharger. Product ID: 97745, serial #: (B)(4), product type: programmer, patient. Product ID: 97745, serial #: (B)(4), product type: programmer, patient. Product ID: 97745, serial #: (B)(4), product type: programmer, patient. Product ID: 97755, serial #: (B)(4), product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the controller showed no device found. The caller stated that the controller was malfunctioning. They tried to turn down stimulation, but they got no device found. The controller worked fine the morning of (B)(6) 2019, but then at night it wouldn't connect. The caller stated they charged both the controller and the ins on (B)(6) 2019 and the batteries were green. The caller took the battery pack out and put it back in, but was unable to communicate. They then had the caller plug in the recharger, but the controller bounced from no device found to screen 50-trying to recharge. They were unable to establish recharging. The rep reported that the controller showed looking for device (screen 15), but the patient indicated there were no screen numbers. The rep tried to use the controller with and without the recharger and saw the same response. They had the patient remove the lithium battery and the controller was 100% charged. The rep was not with the patient at the time of the call. It was further reported that the patient had received the replacement controller, but they experienced no device found with the controller and the recharger. The patient stated that it made them think that maybe a wire came loose or something. A replacement recharger was sent. No further complications were reported or anticipated. Additional information was received and it was reported that the patient's issue persisted. The rep met with the patient and they were unable to charge the ins. The caller reviewed that the patient had the controller, recharger, and battery replaced. The caller also noted going through passive recharge with the patient and the patient had done it several times on their own at home. The caller was advised to disable/reenable the device via tech mode, but it remained in passive recharge mode. It was noted that sometimes a second disable/reenable was necessary. Additional attempts to recharge were made and the controller showed screen 15, 50, and 51 after the ins was disabled and reenabled multiple times. A fixed asset controller was used and it did the same thing and wouldn't stay on a consistent screen. Antenna locate numbers were 98. On 2019-02-08 the rep reported that the new recharger was sent to the patient, but they still had issues communicating with the ins. They saw screen 99 and error 243. Multiple disables/reenables occurred with two different controllers, lithium batteries, and rechargers. The rep recommended replacement external components be sent to the patient. The issues started to occur after a revision surgery and the caller mentioned they maybe there was some type of damage that may have occurred from cautery or similar. It was then reviewed that multiple full passive recharges may be required. The rep was not able to communicate with the ins using the tablet on (B)(6) 2019. The patient was very thin and the ins wasn't tilted or deep in the pocket. They had taken the battery out of the controller numerous times and disconnected and reconnected the recharger. The device had been disabled and reenabled six times. It kept giving the same message and the patient had been compliant with the instructions. It was further reported that the patient still could not connect the recharger to the ins. They enabled and disabled and went through 3+ cycles of passive recharge with no change. The rep requested a new system be sent to the patient. The patient had received a controller and 2 rechargers. Th controller would not turn off unless they took the battery pack out. A replacement controller would be sent. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID 97755, serial# nlf042416n implanted: explanted: product type recharger product ID 97745, serial# (B)(4). Product type programmer, patient product ID 97745, serial# (B)(4). Product type programmer, patient product ID 97745, serial# (B)(4). Product type programmer, patient product ID 97755, serial# (B)(4). Product type recharger. Analysis of the implantable neurostimulator (97715) ( serial #(B)(4)) confirmed the field reported loss of telemetry and failure to recharge conditions. It was determined there was a hybrid anomaly, but the cause was unknown. Will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 97755, serial# (B)(4), product type: recharger; product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97745, serial# (B)(4), product type: programmer, patient; product ID: 97755, serial# (B)(4), product type: recharger. Device was returned and no analysis found yet. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from rep indicated ins was schedule to be replaced on (B)(6) 2019 and inquired about process, so patient did not have to pay. Rep stated they tried everything including jump starting it, they suggested and even discussed with engineering and only thing left was to replace ins, and that system work for patient but the lead revision happened (reported in mpxr). Rep noted engineering mentioned potential issue if system came into contact with cautery ¿ which rep never heard before about this causing an issue and had not been brought up before. Rep was not at revision, but they did not suspect physician would have had an issue using cautery, and they would not have been near pocket since it was a lead revision. Tss reviewed returning explanted device within 30 days and it would undergo analysis, then it would be determined at that point if it was under warranty. No further complication and events were reported. On 2019-apr-11 rp (rep): no new information.